Event description:
On 07/2004, the manufacturer received notification that a bi-ventricular assist device (bi-vad) pt has hairline cracks in their left ventricular assist device (lvad). There has been no report of air leaking from the crack. The pt remains supported and the center will continue to monitor.